Event description:
Related manufacture reference number: 2017865-2023-23821. It was reported that the patient presented during clinical follow-up, symptomatic of arrythmia. Upon interrogation, it was noted that the patient's right ventricular lead exhibited noise oversensing causing pacing inhibition. It was noted that the noise could be seen on the electrogram but was not logged by the pacemaker. Programming changes were performed. The patient was in stable condition.